Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly inside the delivery tube when surgical technician loaded and removed the delivery tube from the loader device. A replacement device was used to complete the procedure. No pt complications were reported by the hospital. Maquet cardiovascular sales rep spoke to the staff on 01/13/2009 and the hospital stated, the reported failure was most likely due to user error in loading and removing the device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).